Manufacturer narrative:
Initial report.

Event description:
Atrial undersensing seen on the atrial dx channel which led to inappropriate vt detection and shock. The compression of the iegm does not make it clear why it would be undersensed. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.